Event description:
It was reported that upon interrogation, the atrial lead exhibited sensing anomaly, low impedance, and insulation was damaged. The lead was capped and replaced. The patient was in very good condition.

Manufacturer narrative:
(B)(4).